Event description:
This new disposable device malfunctioned. The blade did not fully retract. The device was removed from service. It was sent to operating room educator and then on to the operating room materials management.